Event description:
Report provided by the end user states that the end user has experienced redness and blisters under the tan tape border. The end user was directed by family doctor to remove tape collar. Once the tape collar is cut away, the end user applies a zinc oxide ointment and no sting spray. Reports this has helped some. Reported stopped chemotherapy in (B)(6) 2012 and feels skin issue began in (B)(6) after stopping chemotherapy. Currently uses an ostomy powder and paste also. Inquiring about tapeless options. Discussed alternate appliances to try without tape border. Samples sent. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blanks areas on this form, the information was not provided or is unknown. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.